Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd did not receive photos or samples and the lot number is unknown. Therefore, the investigation is limited. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 bd vacutainer® lh pst¿ ii plus blood collection tubes reported erroneous results. The following information was provided by the initial reporter: "detailed incident description customer has reported that they have noted erroneous ammonia results with lithium heparin containing tubes. Customer has questioned whether there could be contamination from ammonia within tubes. 'We have had a query from clinicians regarding ammonia and lithium heparin tubes. They are concerned that there may be ammonia present in the lithium heparin tubes and have asked for reassurance this isn¿t the case. Do you have any information relating to analysis of the tubes for possible contaminants?' Internal comments customer is awaiting more info relating to product code and lot number"